Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device emerge mr, ous 3.50mm x 20mm was returned for analysis. A visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube identified multiple hypotube kinks. Microscopic examination of the balloon identified a 2 cm longitudinal tear in the balloon material from the distal to the proximal marker band. No other device issues were identified during returned product analysis.